Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Additionally, based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited white foreign objects in the air water tube and air water cylinder, and a crack in the adhesive around the objective lens. There was no patient involvement.